Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The sion blue guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The outermost spring coil was found fractured and elongated distally for approximately 16cm from the mid solder that was originally located at 20mm from the tip. Under the elongated spring coil, the inner coil wire was exposed and the core fracture was observed distal to the distal end of the inner coil wire. Microscopic observation was performed on each fracture end. At the distal end of the inner coil wire, the core wire (one of two core-composing wires) was found fractured. There was a bend proximal to the fracture end of the core wire that was found necked. These findings indicated that bending as well as tensile stress had contributed to the core wire fracture. The other core-composing twist wire was fractured inside the inner coil wire. Two fracture ends of fine wires composing the twist wire came out from gaps in disarranged coils of the inner coil wire. Necking of the fracture end was observed on both fine wires. The fracture end of the spring coil was also necked; therefore, tensile stress had most likely contributed to the spring coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that tensile stress generated with removal had most likely contributed to the observed fracture on the returned sion blue guide wire. The applied stress would be localized and exceed the product design limit especially when the tip was being caught and restricted its movement by the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and / or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and / or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and / or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and / or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation or breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire unraveled during a pci to treat a mildly tortuous, mildly calcified lesion in the proximal rca. During wiring, the guide wire became caught by calcified plaque and would not go deeper. The physician removed the guide wire from the vessel when the tip of the guide wire broke and the distal part of the guide wire became unraveled. The separated tip was embedded with a stent deployed in the lesion. The patient was discharged home after the procedure. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that stress generated with wire manipulation made in attempts to cross the lesion had most likely contributed to the reported unraveling of the sion blue guide wire. The applied stress would be localized and exceed the product design limit when the tip was being caught and restricted its movement by the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation or breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire unraveled during a pci to treat a mildly tortuous, mildly calcified lesion in the proximal rca. During wiring, the guide wire became caught by calcified plaque and would not go deeper. The physician removed the guide wire from the vessel when the tip of the guide wire broke and the distal part of the guide wire became unraveled. Attempts to retrieve the wire tip failed and the patient was sent to surgical treatment. The patient outcome after the procedure was good.